Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and cleaned the touchframe display and the alleged malfunction has been corrected. The cse performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications.

Event description:
Covidien received information stating that an 840 ventilator had an unresponsive touch screen. The ventilator was not in use on a pt at the time the malfunction occurred.